Event description:
The complainant reported a patient in myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced absent pedal pulses indicative of limb ischemia and levophed was withheld. The physician's plan was to rest the patient's heart and monitor over the weekend. Prognosis was poor due to long period of poor oxygenation. Additional information noted the patient was made do not resuscitate. Care was withdrawn and the patient expired. Abiomed's medical safety review of the event for the patient's demise noted the use of the impella device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.